Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission: (B)(6) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data indicated evidence of an unacknowledged eaw 144 replace cartridge alarm. An unacknowledged alarm can drain the battery when it occurs. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump and a power loss was not observed. The battery cap measured within specifications. The pump was exercised for 24 hours with no power loss or reboots occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of intermittent power was not duplicated during the investigation. Unrelated to the complaint, investigation revealed a dim, discolored display. The keypad was observed to be peeling from bottom of keypad to ok key. All of the keypad buttons responded appropriately.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. Blood glucose greater than 250mg/dl, but less than 500mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.